Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformations (avm) using a lantern delivery microcatheter (lantern), a pod coil, and a non-penumbra guide catheter. During the procedure, the physician advanced the lantern into the target vessel using the guide catheter. Next, the physician advanced the pod coil into the lantern; however, the physician experienced resistance and the pod coil became stuck in the mid-shaft of the lantern. Therefore, the lantern and pod coil were removed together. Upon removal, the physician found the mid-shaft of the lantern to be fractured. Therefore, the lantern was not used for the remainder of the procedure. The physician performed a contrast run and determined that no additional coils were needed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed a fracture on the proximal shaft. This is likely the reported fracture on the mid-shaft. If the lantern is retracted at an extreme angle during removal, damage such as a proximal shaft fracture may occur. Further evaluation of the device revealed an ovalization near the distal tip. This type of damage may occur if the lantern is forcefully gripped or pinched during use. This damage likely contributed to the reported resistance experienced during advancement of the pod coil through the lantern. The pod coil was not returned for evaluation, and the lantern was unable to be functionally tested due to the fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformations (avm) using a lantern delivery microcatheter (lantern), a pod coil, and a non-penumbra guide catheter. During the procedure, the physician advanced the lantern into the target vessel using the guide catheter. The physician then advanced a penumbra coil (unknown) through the lantern and successfully implanted the penumbra coil into the target vessel. Next, the physician advanced the pod coil into the lantern; however, the physician experienced resistance and the pod coil became stuck in the mid-shaft of the lantern. Therefore, the lantern and pod coil were removed together. Upon removal, the physician found the mid-shaft of the lantern to be fractured. Therefore, the lantern was not used for the remainder of the procedure. The physician then performed a contrast run and determined that no additional coils were needed. The procedure ended at this point. There was no report of an adverse effect to the patient.